Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil repositioning, the coil prematurely detached. The implant coil was successfully pushed into the aneurysm using the microcatheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the embolization coil involved in the event will not be returned for evaluation as it remains within the patient. The delivery pusher is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).